Event description:
This is an initial report as an investigation is on-going. Additional information will be submitted once the investigation is complete. Site reported that a large patient was scanned on a gemini tf 64 pet/CT system using rb-82 rest/stress perfusion scan. Cardiac reconstruction with 3d ramla identified an anterior wall defect in the scan that the physician questioned, based on patient history, non-attenuation-corrected data (nac), and additional scans. No serious injury to patient or operator occurred.

Manufacturer narrative:
(B)(4).